Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320rpend, serial/lot #: unknown, ubd: unknown, UDI# unknown, a medtronic representative went to the site to test the equipment. The cable was re-seated prior to the system check out, and afterwards, the system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was an electromagnetic navigation box communication issue. The system was restarted but the issue was not resolved. Additional information received two days later reported the representative was on site and the electromagnetic box was communicating. The communication cables were reseated into a different u sb port as a precaution. Approximately two months later, it was indicated the site had pulled another machine to finish the case. It was presumed the alleged issue caused a delay of 10-15 minutes.